Event description:
It was reported that a toric intraocular lens (iol) was observed with a small crack at the edge of the lens body, in the optical zone. Through the microscope, it was observed when they were positioning the cartridge at the corneal incision for implant. Customer chose not to advance the injector so that the intraocular implant would not occur. It was indicated that when removing the lens from the case, where it is stored, it was correctly positioned in the cartridge according to the manufacturer's guidelines. The cartridge was already filled with viscoelastic, and the lens remained in the proper position. A replacement lens, tecnis toric monofocal, from the same tecnis-1 platform was implanted at the end of the surgery. No further information was provided.

Manufacturer narrative:
Concomitant medical products: platinum injector and 1mtec30 cartridge establishment. Name: dr. (B)(6).the intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Additional information: section a4. Patient weight: 64 kg. Section a5. Ethnicity: not hispanic/ latino. Section a5. Race: white. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on may 16, 2023. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was coated in viscoelastic residue. The lens was cleaned and further inspected, and a large edge chip was identified. Lens damage and scratches were also identified on the surface of the lens along with the edges of the lens. No further issues were identified. The complaint issue lens damaged was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. No product deficiency or product malfunction could be identified. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.